Event description:
Patient reported that her pump would alarm three days after getting it filled. Patient stated the pump would "dump" all the drug into my body. The pump was replaced and since then she has had no issues. Caller reported the current pump was working well. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: unk.

Event description:
Additional information received reported that the patient had the issue for about a year and a half to two years after the pump was implanted. It was noted that the patient was ¿flying high¿ when she had the pump.

Manufacturer narrative:
(B)(4).